Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 5f mynx control vascular closure device (vcd) the top where the sealant is located prematurely cracked. There was a lot of resistance using the device, and when the physician tried advancing the device in the sheath, it became stuck. The technician flushed the sheath on the table and the sealant was found within the sheath. There was no reported patient injury. The device was unable to be used. The device was stored and prepped per the instructions for use. The vcd was stored properly without damage to the packaging. The physician removed the device and held manual pressure for 20 minutes to obtain hemostasis. The device was used in an interventional peripheral procedure using an antegrade approach. The deployed we certified in the use of the mynx device. The vcd was used with a 5f- non-cordis sheath. No unusual force was used at anytime during the procedure. There were no issues noted in prepping the device. The device was removed from the package carefully using sterile technique. The device is being returned for evaluation.

Event description:
As reported, during deployment of a 5f mynx control vascular closure device (vcd) the top where the sealant is located prematurely cracked. There was a lot of resistance using the device, and when the physician tried advancing the device in the sheath, it became stuck. The technician flushed the sheath on the table and the sealant was found within the sheath. There was no reported patient injury. The device was unable to be used. The device was stored and prepped per the instructions for use. The vcd was stored properly without damage to the packaging. The physician removed the device and held manual pressure for 20 minutes to obtain hemostasis. The device was used in an interventional peripheral procedure using an antegrade approach. The deployed we certified in the use of the mynx device. The vcd was used with a 5f- non-cordis sheath. No unusual force was used at anytime during the procedure. There were no issues noted in prepping the device. The device was removed from the package carefully using sterile technique. Additional information was requested but not provided. The device was not returned for evaluation as previously requested.

Manufacturer narrative:
As reported, during deployment of a 5f mynx control vascular closure device (vcd) the top where the sealant is located prematurely cracked. There was a lot of resistance using the device, and when the physician tried advancing the device in the sheath, it became stuck. The technician flushed the sheath on the table and the sealant was found within the sheath. There was no reported patient injury. The device was unable to be used. The device was stored and prepped per the instructions for use. The vcd was stored properly without damage to the packaging. The physician removed the device and held manual pressure for 20 minutes to obtain hemostasis. The device was used in an interventional peripheral procedure using an antegrade approach. The deployed we certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. No unusual force was used at any time during the procedure. There were no issues noted in prepping the device. The device was removed from the package carefully using sterile technique. Additional information was requested but not provided. The device was not returned for analysis. The product history record (phr) review of lot f2216503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿mynx control system-impeded,¿ ¿sealant sleeves (cartridge assembly)-cracked,¿ and ¿mynx control system-deployment difficulty-premature¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, procedural/handling factors (such as excessive force during sheath insertion), and/or the condition of the sheath may have contributed to the impedance, and subsequent premature cracking of the sealant sleeves, and premature deployment of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr nor information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.